Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, upon pocket opening a seal plug from the was noted to be laying in the pocket. It was further noted that no noise had been seen on any electrogram (egm) prior to the normal change out procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inspection confirmed that the rv proximal setscrew seal plug was missing. There was no seal plug material or medical adhesive (ma) left on the header around where the rv proximal seal plug would be located. It was also noted that both of the lv seal plugs were loose around the top half of each seal plug. Again no ma or seal plug material was noted where the seal plugs were loose. The cause of this issue was isolated to inadequate seal plug adhesion.